Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital because of shock complaint while the patient was walking. During the device interrogation, interference was seen on the right ventricular (rv) lead. The physician checked the lead. The physician thought "the problem was connector problem after that the physician wanted to replace the lead because of the results of save-to-disk (s2d) analysis. But right ventricular defibrillation lead could not be guided to the heart because of other leads. It was noted the device had reached recommended replacement time (rrt). The lead remains in use. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.